Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve was low on one cusp (canted/tilted), and this was reported to be due to the poor coaxial alignment of the valve and delivery system and the patient¿s horizontal heart. A second valve was placed and corrected the pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transaortic valve placement, the valve landed 40/60 aortic/ventricular (a/v) on the left cusp and 20/80 a/v on the non-cusp with moderate paravalvular leak (pvl). A second valve was deployed correcting the pvl. Access to the apex was gained in the usual surgical fashion and it was noted by the team that via CT, angiography and physical assessment of the left ventricle that the heart was both rotated and was horizontal. The team positioned the 26mm sapien xt 50/50 across the annulus, but it was noted that it was sitting 50/50 on the left cusp and 30/70 a/v on the non-cusp pre deployment. The team deployed the valve slowly and adjusted the valve but upon deployment the valve landed 40/60 a/v on the left cusp and 20/80 a/v on the non-cusp with moderate paravalvular leak (pvl). The valve was stable and the patient was stable. However, an aortogram was performed and the decision was made to place a second sapien xt one cell higher than the first valve. The valve was deployed 50/50 and pvl was noted to be trivial. The apex was closed in typical surgical fashion. The root cause was indicated as the entry angle into ventricle and horizontal heart. The coaxial alignment of the valve and delivery system was poor. The patient also had moderate sinotubular junction (stj) calcification, moderate annular calcification, moderate leaflet calcification and moderate aortic root calcification.